Event description:
It was reported that during a gastrectomy procedure, the jaw could not be opened after the first firing. When the doctor tried to open the jaw out of the operation field, the jaw opened. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.